Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient experienced difficulty charging the ipg due to the device not being able to maintain connection. Surgical intervention may be pending at this time.